Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the new implant done in 2013 failed the patient. The patient wanted to be safe and did not feel safe with the one in them now. The patient had not gone back to see their health care provider (hcp) because they were not sure what to do. With the new model, the patient had turned up and down and felt that it was not doing the job. The patient had pain in their hip area and lower back. The patient had done nothing wrong that would make the wires break. The patient had nerve damage in both legs. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0dy9b, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).

Event description:
It was reported that in the last month or so, a patient had experienced pain in her hips and down her whole legs when stimulation was on. The patient felt like it was hitting a wrong nerve and made her sorer so she had decreased and turned stimulation off. She hadn¿t experienced any falls or trauma and hadn¿t experienced any new activities. The patient hadn¿t tried any other programs but planned to do so. A doctor prescribed the patient 50 mg/day of myrbetriq for her symptoms. [Information omitted regarding unrelated event of broken wires and system replacement. Additional information received reports that the patient current ins (stimulator) was implanted on the other side. The patient also states current ins stimulation was causing pain and soreness. The stimulation causes so much pain the patient can't hardly walk. The patient has turned stimulation off. She wants this ins removed as soon as possible because it was not doing her any good. She already have nerve damage on her leg. Interstim has been off for a while.

Event description:
Additional information received reported that the patient had pain when they turned their device on and they had had their device off for 2 months and wanted it explanted. The patient would be going back to their health care provider¿s (hcp¿s) office on (B)(6) 2014. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3889-28, lot# va0dy9b, implanted: (B)(6) 2013, product type: lead; product ID: 3889-28, lot# va0dy9b, implanted: (B)(6) 2013, product type: lead; product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the ins was removed. The patient stated she now had nerve damage in her right leg in that area. The patient stated she had a bowel incontinence along with bladder incontinence because the last interstim which was implanted in (B)(6) 2013 started to zap the back of her neck and her lower back. The patient stated she also started having the taste of metal in her mouth and so it scared her. The patient stated they would turn it up, turn it down, come into the office. The patient noted she drove a school bus and that she lived in (B)(6) and her hcp was (B)(6) area which was about an hour drive. The patient noted the (B)(6) 2013 one zapped her. The patient stated the implant was removed because the wires broke. The patient stated she had test done in 2013. The patient stated she was trying to gather her information tog ether for the nerve damage. The patient stated she did not currently had an implanted device. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient re-stated information already reported regarding compensation, issues with the therapy, wires breaking, shocking, urinary issues, and device not working good. The patient also reported that she had a return of bladder pain but the date of the symptom was unknown. There were no further complications or anticipations reported with this event.